Event description:
The user reported intermittent clicking sounds, sound degradation and an echo sound quality. Changes made by audiologist in late august 2022 improved the sound quality but it soon degraded again.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient experienced a hard fall and was having performance issues after the reported event. However no information was received, which would point to a device damage. Therefore a device unrelated medical condition seems to be the cause for the limited benefit. The reported impact might have caused temporary irritation of cochlear structures. Fitting adjustments improved the sound quality temporarily, however no further information was received. The external devices were received for investigation, which revealed no abnormalities.

Event description:
The user suffered from a "hard fall" on (B)(6) 2022 and the hearing performance issues with the device began shortly after. The user reported intermittent clicking sounds, sound degradation and an echo sound quality. Changes made by audiologist in late (B)(6) 2022 improved the sound quality but it soon degraded again.